Event description:
An ophthalmologist reported that during intraocular lens (iol) implantation, while using a delivery system, the haptic was damaged. During a secondary surgical procedure, the lens was exchanged and no harm was experienced by the pt during the second surgery.

Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; an unlabeled #78 (iw) lens cause was returned wrapped in paper. Lens returned posterior surface up instead of anterior surface up in the lens case. Blood and solution and dried on the lens. One haptic is bent at the gusset area due to the condition of the returned sample. The other haptic is broken/torn and is returned adhered to the optic surface. The optic is scratched/marked and has a loose fiber-rejectable. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not mfg related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).